Event description:
It was reported that the patient has been feeling syncopal episodes since november. The patient experienced a syncope episode and presented to the hospital. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and high impedance. The lead was capped and replaced. The patient was stable and in good condition.